Manufacturer narrative:
The electrode pads were returned to zoll medical corporation and the customer's report was not replicated or confirmed. The electrode pads were tested on a test device and passed all testing. The electrodes were electrically tested and met specification. The electrode pads were scrapped as a precaution. No trend is associated with reports of this type.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data file did not show the error message related to the customer's report. Zoll italy was contacted for the return of the suspected product. Without receipt of the product, root cause evaluation could not be performed. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the associated defibrillator was unable to detect these attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.